Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not send low battery error. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new batteries and had no delivery alarm. The customer stated that they had to change the site to get it work again and when loading reservoir it was lot slower. The customer reported that thread was worn down on battery cap and crack around the screen and near the reservoir area. The insulin pump will not be returned for analysis.